Event description:
It was reported that this device was explanted on (B)(6) 2019 due to high thresholds and high impedances noted since 9/6/2019 attributed to calcification around lead discovered during product investigation . No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided.

Event description:
It was reported that this device was explanted due to high thresholds and high impedances. No additional adverse patient effects were reported.